Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device as per the investigation procedure deformation crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/may/2024.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued e.1. (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d1, d2a, d2b, d4, g1, g4, h4.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted and replaced with a non-abbvie device.